Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient developed blisters on their thigh under the arctic gel pad. No medical intervention was reported. Per follow-up response received on 11april2022. It was stated that medical intervention was ongoing and wound care has been consulted. The pad serial number was not available and that had been disposed, it was stated that the therapy was used as a warming method since the bair hugger was not effective to increase the patient's temperature, it was unknown if therapy was completed. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿materials that are contacting the patient¿s intact skin are not biocompatible¿. It is unknown whether the device had met relevant specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient developed blisters on their thigh under the arctic gel pad. No medical intervention was reported. Per follow-up response received on 11april2022. It was stated that medical intervention was ongoing and wound care has been consulted. The pad serial number was not available and that had been disposed, it was stated that the therapy was used as a warming method since the bair hugger was not effective to increase the patient's temperature, it was unknown if therapy was completed.